Event description:
Dexcom was made aware on 12/20/2023, that on 12/12/2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. On 12/12/2023, it was reported that the pediatric patient experienced a skin reaction with itching and inflammation, at the needle puncture site, which occurred 2 days after the sensor had been inserted in the arm. The patient was brought to the hospital by the parent and the skin reaction was treated with a prescription of an oral antibiotic the parent did not remember the name of. At the time of the report the patient was stable, and the inflammation had gone away. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).